Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose was over 600 mg/dl. The customer also stated they were unable to remove the battery cap on their insulin pump. Customer was advised their insulin pump would be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.